Manufacturer narrative:
One used list #d1000, tego¿ connector, appx 0.05 ml (lot #unknown) was returned for investigation. The complaint of a torn seal can be confirmed on the returned device. As received, there was a tear observed on the seal on the side by the posts on the yellow body of the tego. No other damages or anomalies noted. The probable cause of the tear is typical of overtightening during use. The directions for use (dfu) states: do not overtighten. The device history record (DHR) was reviewed and no non-conformities were found that would have led the reported complaint. Date returned to mfg: 10-aug-2023.

Event description:
The event occurred on an unspecified date and involved a tego® connector. It was reported that the device was difficult to luer lock to the syringe and it tore when the syringe was removed. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional reporter contact: (B)(6). Senior qa/ra associate (B)(6).